Event description:
The customer reported that the cassettes leaked and failed to prime before surgery. Product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has been rec'd, but has not yet been evaluated. A root cause has been identified. (B)(4).